Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an adhesive event with an infusion set which was falling off his body as the tape was not sticking. The cause for the product not adhering was reported to be poor adhesive. No further information available.